Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: product ID: evproplus-34us, serial#: (B)(6), ubd: 04-dec-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve load was confirmed vis ually, tactilely and under fluoroscopy. The valve was loaded one time and no misload was identified. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 22 millimeter (mm) balloon (true) using hand inflation pressure. Upon the first deployment, the valve dislodged. The target implant depth was 3 mm and the cuspal overlap technique was used. The valve was recaptured and deployed again however an infold was noted. The valve was recaptured and removed from the patient. A new system was used for implant. Per the physician, it was possible the patient's calcification may have contributed to the event. No adverse patient effects were reported.